Event description:
Bio-rad laboratories received a phone call in 2008 from the bio-rad laboratories sales technical services. He reported the customer had an evolis reagent rack with a damaged spring clip that had cut a lab technician's finger. The evolis is a 4-plate self-contained microplate processor system designed for use with multiple eia assays. Bio-rad laboratories technical service rep called, and spoke with the customer contact who confirmed the lab technician had cut her finger on the exposed sharp edge of the damaged spring clip while sliding the rack onto the evolis deck when loading a run for processing. The cut was treated in the lab with first aid and bandage. No further medical attention was sought. The rack was returned to bio-rad laboratories, and the customer received a new evolis reagent rack. Subsequent evaluation of the rack determined damage to the a-position spring to be the most likely source of injury, and was likely caused by twisting the reagent container into the rack.

Manufacturer narrative:
The #1 reagent rack is a removable component of the evolis, designed to allow loading of the reagent containers away from the evolis. Once loaded, the reagent rack is inserted into the evolis for processing. The #1 reagent rack is silver in color and 16" long by 2" tall by 1 1/2" wide. There are 12 individual reagent positions labeled a-l. The customer's rack was rec'd with damage to the container springs in position a, b, e, f, h, j, k and l, with the damage to the a position being the most severe and the most likely source of injury. The spring in position a protrudes out of the rack approx 3/8". The rest of the rack appears in good condition, with no abnormal wear and lacking any sign of corrosion or spilt reagents. All damaged springs exhibit the same form of deformation. This deformation is due to the springs being caught on reagent container labels as the containers are twisted, in the rack, to place the reagent barcodes in the correct orientation.